Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 54 reamers and the 54 shell were severely mismatched according to the surgeon. Surgical delay of 5 to 10 minutes.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: the device associated with this report was not returned. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.